Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in mid (B)(6) 2021 the user had suddenly stopped hearing with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which is expected to have been present whilst implanted. The reported issue was most likely caused by the presence of an air pocket over the reference electrode. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
It was reported that on (B)(6) 2021. The user had suddenly stopped hearing with the device. The user was re-implanted.